Event description:
A us distributor reported that a patient's check therapy electrodes were damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged therapy electrodes) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was the black pulse wire by the trunk cable connector is broke. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged electrode belt.